Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had uncomfortable stimulation in the tailbone area. The patient stated that there were multiple attempts at troubleshooting, such as x-rays and multiple re-programming attempts. It was reported that the healthcare provider (hcp) commented after the removal that the 5-5-5 lead was not entirely in the epidural space. The patient's system was explanted. The patient explained that they were never able to use the system because every time the system was turned on they would get an uncomfortable stimulation in the tailbone area. The patient stated that several reps had met with the patient for reprogramming, but none were successful at programming away from the tailbone. The patient stated that the trial went very well on providing relief to their feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.